Event description:
During open heart surgery, the cross clamp fell apart. During the cross clamp of the aorta. X-ray was done to verify if any part retained and initially not seen. Pt went to sicu, had a second x-ray which revealed a small metal part in chest. Pt returned to or and port removed.